Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider malfunctioned causing the patient's arm to drop. Hospital staff was able to catch the patient's arm, no injuries or complications were noted. The motor was making strange noises during the event.